Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.

Event description:
It was reported by the customer that the PICC had to be removed because of hole and leaking. Patient attended for blood test and nursing staff noticed leaking of fluid from the insertion site when flushing, PICC removed, and hole observed in the PICC. Patient had to have another PICC inserted to continue chemotherapy treatment. No other information provided.